Manufacturer narrative:
The technician replaced the side rail spring and latch to resolve the issue.

Event description:
The technician alleged the side rail latch was not fully engaging. No patient impact.